Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was a pinhole on the balloon of the catheter.

Event description:
It was reported that there was a pinhole on the balloon of the catheter.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear on the rubberize layer. Per the functional evaluation, the balloon was inflated with water and observed water leaking from the balloon. Evaluation confirmed multiple tear on rubberize layer which had caused water to leak out. The tear was evaluated under microscope and noted to be round and caused by the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water" correction: additional information.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection observed a tear on the rubberize layer. Per the functional evaluation, the balloon was inflated with water and observed water leaking from the balloon. Evaluation confirmed multiple tear on rubberize layer which had caused water to leak out. The tear was evaluated under microscope and noted to be round and caused by the manufacturing process. The device history record was reviewed and found a possible manufacturing issue(s) that could have caused or contributed to the reported event. The instructions for use state the following: "warning: do not use ointments or lubricants having a petrolatum base. They will damage latex. Visually inspect the product for any imperfections or surface deterioration prior to use. ¿ use luer tip syringe to inflate with stated ml of sterile water. Or ¿ for pre-filled products, remove clip and squeeze reservoir to inflate with stated ml of sterile water"

Event description:
It was reported that there was a pinhole on the balloon of the catheter.